Event description:
Patient had thr 25 years ago using srom stem & cup. The srom liner is now showing significant signs of wear causing hip to be unstable & painful. The preferred treatment method due to patients age is to do a liner/head exchange. The srom cup liners are no longer a stock item so a made to order request has been done & a pc number is required to submit.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b1 (adverse event), b5 (required intervention), b5, d6b corrected: h1 (reportable event), h6 health effect - impact code.

Event description:
Additional information received. The old worn srom cup insert & srom femoral head were removed and replaced with a new custom-made insert & standard srom head. The old liner showed signs of significant wear (not unexpected due to age of implant ¿ original surgery done (B)(6) 1996. Srom cup & stem were solid and in good alignment so were left in situ. Liner & head change was all that was required."

Event description:
Additional information received. The case was done yesterday (B)(6) 2022) at (B)(6) hospital by (B)(6). The old worn srom cup insert & srom femoral head were removed and replaced with a new custom-made insert & standard srom head. The old liner showed signs of significant wear (not unexpected due to age of implant ¿ original surgery done (B)(6) 1996). Srom cup & stem were solid and in good alignment so were left in situ. Liner & head change were all that was required." Reporting timeline updated to 30 days from revision date (B)(6) 2022. Initial dir to the tga due by (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.